Manufacturer narrative:
The device was electively explanted due to non-use. The device passed all electrical tests confirming correct device function. This report is filed on august 27, 2019.

Manufacturer narrative:
This report is submitted on june 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on an unknown date because the patient had not used the device for several years. The patient is not being re-implanted with another device.